Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision spinal fusion l2-pelvis: during revision of a spinal fusion (case ref no (B)(4)) whilst replacing the iliac screws the tip of the screwdriver shaft broke in the head of the screw. This happened twice. Surgeon was not concerned as a rod was placed on the screw shaft and placed in a locking screw. No delay to procedure. No ae to patient. Nothing fell into the patient. Patient details: (B)(6). Female. Dob: (B)(6) 1953. ?this case is not being reported by the customer, but (B)(4) employee. All available information has been provided as part of this report; no further information will be forthcoming.?

Manufacturer narrative:
Custom t-20 short final tightener (product code: iau0242, lot number: unknown) was not returned to the complaints handling unit (chu) for evaluation. A review of the device history record (DHR) could not be performed as the lot number was not provided. A 12 month review of the complaint trend analysis for the custom t-20 short final tightener (product code: iau0242) was performed on its specific product code as this instrument is not part of a product family. Trending was completed and no immediate product action is required. An internal data review has been opened to review design control documentation and similar failures will be monitored as a part of post market surveillance activities. Without the custom t-20 short final tightener we are unable to confirm the reported issue or identify the root cause. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If the device is returned at a later date, the complaint will be reopened and the sample will be evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available for investigation.